Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported becoming aware of the lead issue in (B)(6) 2016. He stated that the patient mentioned the fall in passing, but did not provide specifics, such as change in stimulation or injuries. The rep clarified that the patient had a lead revision and noted that the lead was not broken or fractured, but had moved up higher. The lead was pulled back down and everything was fine.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are receiving stimulation in their arm. The patient had reprogramming done and x-rays; it was determined that one lead was broken and had migrated in (B)(6) 2016. The patient was scheduled for revision surgery for the monday following the day of the report. The patient noted that they had fallen the same day that they had a change in stimulation. Indication for use is spinal pain, non-malignant pain, and lumbar radiculopathy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.